Event description:
The customer requested for the new station setup, since they could not login to the bd pyxis¿ medstation¿ es. The customer stated that nursing staff could not access the medications. The customer had to go to another location to get medication. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that rehab1 nursing and rx staffs were unable to log in to the es station, and the d drive where the database was stored was full. The customer recommended deleting the log files, but the application would not start after the restart. A field service engineer replaced the hard drive and set up the station while completing the data synchronization to resolve the issue. The system functioned as intended after the field service engineer repaired the device.